Event description:
According to the reporter, during a laparoscopic wedge resection, during the transection of the lobe, the device had the proximal staple line incomplete, after pressing the green button the surgeon tried to fire it, but the load did not moved, they tried the second reload but it only fired 1 cm from the proximal site. They used a disposable handle to complete the case and resolved the issue. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the first reload noted that the first loading unit was partially fired, the anvil clamping mechanism was deformed, and damage to the cutting edge of the knife blade was noted. The second loading unit was fully fired. Functionally the first loading unit was loaded into a post market vigilance instrument, the interlock was overridden, and the loading unit was applied to test media. All remaining staples were placed and the test media cleanly transected. The second loading unit was loaded into a post market vigilance instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.